Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer also stated that they had button error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was done for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with all buttons functioning properly. The insulin pump passed the displacement and self tests. No damage on the keypad assembly noted and no unlocked keypad connector during visual inspection. (B)(4).